Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause is unknown. (B)(4).

Event description:
A customer reported that during a biometry exam, there was no ultrasound light probe displayed and the values were altered. The exam was noted as having been completed. Multiple attempts have been made to obtain further details, however, none have been received.